Manufacturer narrative:
Concomitant medical products: product type: catheter, product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (8000 mcg/ml, 4800 mcg/day), hydromorphone (15 mg/ml, 3 mg/day), and clonidine (1000 mcg/ml, 600 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and other non-malignant pain. It was reported that the patient developed increased neck, back, and shoulder pain last weekend ((B)(6) 2015), and he felt "poor." The patient was seen by the hcp and was diagnosed with a catheter fracture. The issue was diagnosed via a dye study and surgical exploration. A catheter revision was done on (B)(6) 2015. Part of the intrathecal end of the catheter was left implanted. The catheter fractured at the spinous process. The event date was (B)(6) 2015. The cause of the catheter fracture was not determined.